Manufacturer narrative:
Insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and down arrow buttons were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.